Event description:
It was reported to philips that the system was unable to boot up. The system became operational on the third reboot. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and found that the system was unable to turn on. Analysis of the log file showed generator reconfiguration required. Upon troubleshooting, the rse found the main flexvision screen and tsm were both completely blank. The department rebooted the system twice with the same result, and on the third reboot, the system started up normally. A message appeared in the lower-left corner of the screens indicating that something was unavailable, but the department could not recall the exact wording. The department saved a log file and requested a review of any potential issues. After reviewing the log and receiving feedback from the customer, software reloads were performed on the switching pc and flexvision pc, after which the system booted normally. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.